Event description:
It was reported that the device is leaking fluid. This was discovered after the procedure, while the device was being cleaned. There was no patient involvement and no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device has been received by the manufacturer for investigation. The investigation is ongoing. A follow up report will be filed once the investigation is complete.